Event description:
Patient experienced ongoing pain following reduction of dislocation. Revision notedsignificant metalosis with black synovitis throughout whole joint, no evidence of infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. As requested a DHR review was conducted on the affected products, the head and the insert. No anomalies were found with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. As requested a DHR review was conducted on the affected products, the head and the insert. No anomalies were found with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 28 july 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, a pelvis x-ray on (B)(6) 2009 indicated the patient had a minimally displaced fracture of the acetabular bone. Upon revision the patient's metal on metal surfaces appeared to be slightly burnished suggesting edge loading. At this time the patient's cup and stem are being reported.